Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, left ventricular lead measurements were unacceptable. Lead dislodgement was suspected. The lead was removed and replaced.